Manufacturer narrative:
Justification for no UDI: this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) in cardiac arrest, the device was unable to detect the attached electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The investigation could not replicate the reported issue of the device switching out of pads mode and losing CPR timer. Device logs were reviewed, with no incidents recorded in june. The most recent case log dated back to may 30, 2025. No event date was provided. Additional follow up yielded no further information. The customer narrative suggests the loss of pad signal and CPR timer may have been due to the device changing operating modes, not an actual loss of patient signal. If only pad signal was lost, CPR feedback would typically continue since valid patient impedance had already been established. Device functioned as expected during evaluation. There was no fault found with the device. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.